Event description:
It was reported during the implant procedure that the helix could not be advanced even after 20 rotations. A new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed). Excessive rotation to extend the helix caused distal conductor to distort and fracture within the connector.